Event description:
It was reported that an unspecified quantity of polyflux 14l units experienced an external fluid leak from the header. The leaks were observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, four photographs of the sample were provided for evaluation. Visual inspection of the four provided photos shows the product during treatment. Photo one shows the clamped product, and part of the product label is visible. Photo four shows only the product label with lot information for lot 2-5127-h-01. No photo with lot information is available for the other claimed lot 2-5113-h-01. In photo two and three, a drop of water can be seen on the header cap, but the cause for these water drops are not visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.